Manufacturer narrative:
The field service representative (fsr) ran release testing on the roller pump and could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump occlusion knob was sticking. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: b3. Updated blocks: b5 and h6.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The user facility's biomedical engineer removed and reseated locking rings and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.